Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h6: correction: evaluation codes result:c20 [3221] - no findings available c92084.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.no product information has been provided to date. Operator of device is unknown. Lot/serial number not provided.

Event description:
It was reported that the pump used for cassette 2 exhibited a no cassette alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.